Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The peripheral vision probe was analyzed and found to have initialization failure. Initialization failure was triggered on in-house system during testing. The vision probe passed lung mapping # registration on the 1st install. However, image had vertical lines during registration. The vision probe failed initialization on the 2nd install, led did not illuminate, and no image was observed on the in-house system. Visual inspection showed one of the illumination fibers were dislodged or not visible. Perform three more attempts of re-engaging the vision probe on in-house system and no initialization failure was generated. No fluid intrusion in the vision probe, no presence of fluids. The vision probe passed air leak tests. No bent connector pins and no kink on the probe shaft. In-house logs showed, 48215 (camera error sensor start failure). Additional visual inspection was performed and found no issue on leak test port cap and no issue on the vision probe key. Additional findings not reported by site: the vision probe was found to have corrosion on the heat stake and connector pins. The magnet/heat stake and connector pins showed signs of corrosion/contamination on its surface. The vision probe banded tip was found to have corrosion/discoloration. The corrosion/discoloration was found at the distal tip of the shaft. No tip damage was observed. The vision probe was found to have a fiber bond failure. Visual inspection showed one of the illumination fibers was not visible.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.